Manufacturer narrative:
The manufacturer is attempting to acquire additional info from the hospital regarding the event and pt outcome. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Based on the information available to the manufacturer, a correlation between the device and the reported multiple gi bleeds could not be determined. The patient remains ongoing on lvad support with no further related issues reported. A review of the device history records revealed the pump met all applicable specifications upon product release. No further information is available at this time. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was re-admitted for multiple gastrointestinal bleeds (gibs) and was found to have a small bowel bleed.